Event description:
Received info that pump has stopped all insulin delivery. The customer's blood glucose level was high (300 mg/dl) prior to the reported event.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a f/u MDR will be submitted.